Manufacturer narrative:
Pi1-1inamul it was reported that a patient underwent an ablation procedure for atrial fibrillation with a stockert ep shuttle radiofrequency generator where the generator continued to ablate after exceeding the impedance cutoff value. Follow up with the customer was performed, and it was confirmed that radiofrequency output was not delivered when the impedance reached the safety cutoff limit. No device malfunction was found the foot switch and indifferent electrode cable were still replaced, and the system was confirmed to be operational. A device history record (DHR) review was performed, and it verified that the device was manufactured in accordance with documented specification and procedures. The customer complaint could not be confirmed.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: smarttouch catheter. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a stockert ep shuttle radiofrequency generator where the generator continued to ablate after exceeding the impedance cutoff value. Additionally, it was noted that the foot pedal could not be plugged into the generator because of an issue with the cable connector. During the procedure, the impedance rose above the cutoff level, but the generator continued to ablate for 5 seconds. The user was not able to stop ablation with the stop button on either the generator or remote. The foot pedal/indifferent electrode cables were replaced, and the procedure continued without patient consequence. The generator was being used in power control mode with the temperature at 43 degrees c and the power cutoff set to 35 w. The impedance value was noted to be 148 ohms at the time of the event. A smarttouch catheter was being used. The issue with the foot pedal is not reportable. It is a highly detectable issue that prevents the use of the component, and the possibility that it could cause or contribute to an adverse event is remote. However, the issue with high impedance is reportable. If the generator continues to ablate after the impedance cutoff value has been exceeded, excessive radiofrequency energy can be delivered to the patient.